Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc), even at maximum outputs, two months post implant and was subsequently explanted. A new lead was successfully placed, and no additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, it was noted the complete lead was returned, not severed. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc), even at maximum outputs, two months post implant and was subsequently explanted. A new lead was successfully placed, and no additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.